Manufacturer narrative:
The company representative replaced the main pc board, display power supply, and the monitor control board. The unit was tested to factory specification. It functioned normally and was returned to the customer on 1/13/98.

Event description:
During an in-service training session, the company representative observed that the unit failed to power up and failed test #120.